Event description:
Information was received from healthcare provider (hcp) via the multiple sources (manufacturer representative, service repair) regarding a endoscope used on patient having micro endoscopic discectomy (med) therapy for l4/5 hernia. It was reported that breakage occurred due to contact during the surgical procedure and visibility was reduced. There was no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis # (B)(4): product: 9560100, lot no:1827293. Analysis confirmed that scratches on the distal tip, cloudiness in the image, and damage to the internal lens were observed during the incoming inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis #(B)(4), product:9560100, lot no:1827293 analysis confirmed that scratches on the distal tip, cloudiness in the image, and the broken internal lens were observed during the incoming inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.